Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected and no product deficiency was identified. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. The customer did not provide an alternate test method result for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio value customer obtained an error message of qc2l x 2 before obtaining a result. Customer's therapeutic range 2.5 - 3.0. On (B)(6) 2016, inratio inr = 2.1. Historical inr: (B)(6) 2016, inratio inr = 3.1. No reported adverse patient sequela.